Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapies for svt. The patient was using a snow blower at the time of receiving high voltage therapies. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.